Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist. Moreover, considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality and it was seen that the dentist has used more drills than recommended to perform the implant installation. Additionally, after the evaluation was noticed that the lot number reported is not from the item received. Therefore, the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that 2 months after the dental implant was installed in intraoral region 31#, its non-osseointegration was observed. Moreover, the patient presented bone type ii.